Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose results were 118mg/dl, 250mg/dl. Tests were done less than 10 minutes apart with a difference of 64%. Pt did not experience any adverse events. No further info has been reported.